Event description:
The manufacturer received information alleging the device failed the active exhalation control module verification test step during testing. There was no harm or injury reported. The manufacturer's field service engineer (fse) replaced the proportional valve and three-way solenoid valve to address the issue.